Manufacturer narrative:
(B)(4). The device was not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
Initial diagnosis: scoliosis it was reported by 400 hotline that the patient underwent the surgery on (B)(6) 2011. On an unknown date in (B)(6) 2015, the patient felt pain on his back while performing activities. The x-ray check showed that there was one connective bar(rod) fractured. The fractured product is still in patient.

Manufacturer narrative:
X-ray review: single post op x-ray four years after implant date shows fracture of one of the rods used. Fusion status is unknown. Possible contributing factors include patient growth and failure of fusion.